Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of vancomycin 500mg/100ml at a rate of 100ml/hr. The primary solution container was lowered below the secondary solution container. It was reported that after the vancomycin delivery was started, the nurse noted the drip chamber of the secondary tubing set was "dripping faster than expected". The delivery was stopped. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.